Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), which is included in the mid-life display of replacement indicators product advisory population, declared elective replacement indicator (eri) after about 66 months of implant, due to an extended charge time of 21.8 seconds. No adverse patient effects were reported as a result of this observation. The device was successfully replaced, and a request has been made to have it returned for analysis.

Manufacturer narrative:
Additional information indicates that this device was given to the patient after explant, and likely will not be returned to boston scientific for analysis. This event will be updated if any additional information is received.

Manufacturer narrative:
No additional information is available at this time. This event will be updated if any additional information is received, or if this device is returned for analysis.